Event description:
Advocate stated the customer received a blood glucose of 212 on the contour next link, was retested on the doctor's meter and the reading was 63mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided but advocate was asked to have them returned for evaluation. Replacement test strips were sent to the customer.